Event description:
It was reported by the customer that a pyxis medstation system had a device not detected on bus. The customer stated that the auxiliary drawer is not detected on bus, cannot be recovered. The customer mentioned that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a device not detected on bus. The field service engineer help the site remotely on how to install new cubies into empty slots in the es station. The system functioned as intended after the field service engineer troubleshooted the device.